Event description:
The account alleges the brakes will not hold. No patient impact.

Manufacturer narrative:
The account found that the brake casters are bad. The account replaced the brake casters to resolve the issue.